Event description:
Customer called lfs in 2002 regarding pt's one touch basic meter. Customer's family member indicated that family member was unable to test on the meter due to some error messages. Customer was not sure of the error messages. Customer had to take pt to the hospital to get their blood tested. Treatment at the hospital was unknown. Sending letter.